Event description:
Related manufacturer reference number: 2017865-2023-93960. It was reported that the patient presented for a follow-up in the clinic with an infection. The device pocket was noted to swelling, redness and discharged. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented for a follow-up in the clinic with an infection. The device pocket was noted to swelling, redness and discharged. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition throughout the procedure." Rather than "it was reported that the patient presented for a follow-up in the clinic with an infection. The device pocket was noted to swelling and redness. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition throughout the procedure."

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-93960. It was reported that the patient presented for a follow-up in the clinic with an infection. The device pocket was noted to swelling and redness. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.